Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2014 at 08:54:45. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the alarm log identified the occurrence of a high drain error 101 alarm. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.